Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device repeatedly switched on and off after a battery change and performed the self-test. In addition, the infusion device did not show e2 (battery empty) since the battery was changed.